Event description:
Boston scientific received information that the pace/sense portion of this right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition. No asystole greater than two seconds was observed. The lead was noted to be fractured and surgical intervention was performed. The pace/sense portion of this rv lead was surgically abandoned, and the high voltage portion remains in service. Another rv pace/sense lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.